Event description:
Device issue: none. Adverse event: vessel dissection requiring medical intervention. Time of adverse event: during the procedure. It was reported that during implanting the 2.5x28 xience v stent, a dissection occurred. A second xience v stent was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4): the stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.